Event description:
It was reported that bd venflon pro safety18ga 1.3mm od 32mm l leaked at insertion site the following information was provided by the initial reporter: staff noticed leaking from the port / top of venflon cannula.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The 2 samples returned passed the visual inspection, injection leak test and catheter adapter leak test. No abnormality was observed. Based on the returned photo, the leakage from the injection port could not be confirmed. As no actual sample was returned, further investigation cannot be performed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored.

Event description:
Staff noticed leaking from the port / top of venflon cannula.